Event description:
It was reported that a patient alert was received. High threshold and high hv lead impedance was observed. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.